Event description:
It was reported that the patient had a loss of therapeutic effect. The patient's cortex stimulation therapy worked 'right after surgery' but had not helped with the patient's symptoms since. It was further reported that hyperbaric treatment was going to be tried to help with the 'patient's nerves in his head' that stimulation did not seem to help with. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3587a25, lot# n231018, implanted: (B)(6) 2011, product type lead. (B)(4).